Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a low blood glucose (bg) level was experienced. The customer received treatment from the paramedics. No additional details were provided. Reportedly, the customer reverted to manual injections for insulin therapy.